Event description:
It was reported that the keypad of the customer's insulin pump were unresponsive. His blood glucose was 108 mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported

Manufacturer narrative:
Insulin pump was received with intermittent button response, due to corroded keypad traces. No frozen display noted. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.